Event description:
It was reported that the patient's right ventricular (rv) lead displayed low pacing impedance approximately two weeks after implant. The lead remains in use and is continuing to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419488 lead; 5076-45 lead implanted 2012 (B)(6). (B)(4).